Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced ongoing pain and recurrent urinary incontinence. It was reported that the patient underwent revision on (B)(6) 2012 and partial removal and revision on (B)(6) 2012.

Manufacturer narrative:
The patient underwent mesh implantation on (B)(6) 2006 due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, extrusion, urinary problems and dyspareunia. The patient had a hysterectomy sometime in (B)(6) 2007. It was also reported the patient experienced exposure of mesh and underwent partial removal and revision on (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria

Manufacturer narrative:
Additional narrative: it was reported that patient underwent I&d of abdominal wall hematoma on (B)(6) 2009 by (B)(6) md for an abdominal wall abscess. Patient had a laparoscopy converted to laparotomy with extensive lysis of adhesions and lso on (B)(6) 2009 by (B)(6) md for llq pain and complex cystic mass of the left ovary. Patient had tvh on (B)(6) 2007 by dr. (B)(6) for pelvic pain and menorrhagia.

Event description:
It was reported that patient underwent I&d of abdominal wall hematoma on (B)(6) 2009 by (B)(6) md for an abdominal wall abscess. Patient had a laparoscopy converted to laparotomy with extensive lysis of adhesions and lso on (B)(6) 2009 by (B)(6) md for llq pain and complex cystic mass of the left ovary. Patient had tvh on (B)(6) 2007 by dr. (B)(6) for pelvic pain and menorrhagia.